Manufacturer narrative:
Multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the patient developed a wound under the spo2 sensor. The patient was brought for MRI scan and an MRI safe spo2 sensor was placed on the right foot. After the MRI, which lasted approximately 30-35 minutes, a wound on the top of the foot was noted. It was unknown whether the wound was a burn. It was bleeding slightly when the sensor was removed. The foot was swollen, red, and tender to touch. The wound was covered with a mepilex dressing, which is a foam dressing with silver contained within it. The parents were made aware of the wound and they voiced no concerns.